Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt experienced hyperglycemia of 300 mg/dl for 24 hours. There was no insulin at the end of the infusion set luer connection, and it was reported the infusion device did not deliver insulin. No alarms were received to indicate occlusion or malfunction. Homecare nurse tested infusion device by delivering a bolus, and no insulin was delivered. Infusion device was replaced and requested for eval. Infusion set had been discarded. The pt did not require treatment from a healthcare professional or second party to address the issue. No additional info was provided.